Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing stopper and falling caps as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced missing component of product. This event occurred 35 times. The following information was provided by the initial reporter: translated to english. The customer stated "the head nurse of the medical examination department found that there were about 35 yellow blood collection tubes in our company during the blood collection process, and there were cases where the blood collection. Tubes did not have the inner rubber stopper and the yellow cap fell off. "